Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the cement took 20 minutes to harden in a knee surgery of tibia and femur. The cement had been mixed under vacuum mixed on optivac. Cement and optivac storage temperature was 21-22 deg. C, operating room temperature between 19,5-21,5 deg.c. The time between entering operating room and surgery start was around 60 minutes (temperature of the cement on operating room table was 21 deg. C) . The cement was placed on the tibial implant directly after mixing, then cement was placed on the bone surface, then it was placed on to the femoral implant. Implantation procedure finished at about 5 minutes after the start of mixing.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the cement took longer to harden than expected. No further information has been made available at this time.